Manufacturer narrative:
9/18/1998: h10 - additional info received from the health care provider indicates tha the pt was last seen in the office 2 yrs ago, and has been lost to follow-up.

Event description:
Info rec'd from annual device tracking report stating that device had been removed since 1992 due to infection. Follow-up info will be requested from health care provider for further info on this event, although unlikely to receive info due to length of time that has passed since event.